Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 39 mg/dl and there was no response from any buttons. The customer was treated for the low blood glucose with fast acting sugar. Customer stated that the time changed at the insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump need to be replaced. The product was returned for analysis.

Manufacturer narrative:
Insulin pump responded to button presses. No unresponsive button noted. During visual inspection, found the j1 keypad connector on electrical board corroded. Motor and electronic stack was also corroded. Insulin pump passed displacement test and self test.